Event description:
Caller reported that the touchscreen of the insulin pump was cracked and shattered, rendering it unresponsive and illegible. Blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed to return the damaged pump to tandem using a pre-paid label within 10 days. Tandem technical support confirmed the shipping address and arranged to replace the pump, instructing the caller on how to put the pump into storage mode before returning it.